Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced clotted tubes. The following information was provided by the initial reporter. The customer stated: k2edta tubes give a high percent of clotted samples. 6,8% of all the samples that were collected had clots in them. Practices have not been changed and internal audits showed no preanalytical errors.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced clotted tubes. The following information was provided by the initial reporter. The customer stated: k2edta tubes give a high percent of clotted samples. 6,8% of all the samples that were collected had clots in them. Practices have not been changed and internal audits showed no preanalytical errors.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. Analytical testing and visual inspection of the retained and control tubes found no clots in the retained samples. Bd was unable to duplicate the customers¿ indicated failure mode, clotting, because the defects were not observed in the retained tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced clotted tubes. The following information was provided by the initial reporter. The customer stated: k2edta tubes give a high percent of clotted samples. 6,8% of all the samples that were collected had clots in them. Practices have not been changed and internal audits showed no preanalytical errors.